Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000850r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system displayed an "initializing system, please wait" message. Rebooting three times did not restore functionality. The facility opted to complete the procedure with CT-fluoro imaging. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.